Manufacturer narrative:
The 17 other = the estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery and power management board were observed.